Event description:
The account alleges that when the pt position mode alarm goes off, it will send a signal to the nurse wearing the pager, but it will not send a signal to the nurses' station.

Manufacturer narrative:
The technician replaced the sidecom board, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.